Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 425 cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 8/7/2018. Also on 8/7/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel prostheses on (B)(6) 2018; catalog # 3505001bc, s/n (B)(4) and catalog # 3505751bc, s/n (B)(4). Concomitant products: right mentor smooth round moderate profile 475cc saline prosthesis, catalog: 3501680, serial number: (B)(4), lot: 5606437. Device evaluation summary completed on 8/17/2018: the device was received at mentor without fluid. White material was observed within the device. During evaluation, a crease line was observed on the anterior aspect extending to the posterior aspect. Also, a rent measuring approximately 0.2 cm was observed within a crease line on the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number 5607929 reviewed on 7/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).